Manufacturer narrative:
The patient was born in 1948. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for one week for the event. Treatment for the event was not reported. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.